Manufacturer narrative:
This regulatory report is a duplicate of regulatory report no. 2649622-2020-02417. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017; addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced superior vena cava (svc) syndrome. The complete implantable pulse generator (ipg) system, including capped leads, were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.